Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was caused by a malfunction of the circuit board in the scope connector due to fluid invasion. It¿s probable fluid invaded the device through the venting connector, however, a final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ additionally, the following is included in the instructions for use: perform the leakage test (reprocessing manual): ¿caution perform the leakage test caution -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. -if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ chapter 3 (operational manual): ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an error code e315, the scope connector had water ingress, the light cover glass adhesive was pitted, the optical cover glass adhesive was pitted, the distal end was lifted, and the up/down/left/right angulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during preparation for use. There were no reports of patient harm.